Event description:
A power source alert 07 was reported by the caller, who was using both the tandem charging cable and wall adapter when the alert occurred. The caller was advised to keep the wall adapter plugged into a working outlet for at least 30 consecutive minutes to see if the pump would begin charging, which resolved the issue. No additional information was received regarding the impact on the customer¿s blood glucose level, and no further assistance was required.